Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 498 mg/dl. Customer also reported insulin flow blocked alarm. The customer treated her high blood glucose with an injection. Customer declined troubleshooting of the high blood glucose. Assisted customer in performing a 5.0u fill cannula. Customer states the insulin exited. Customer does not wish to run an additional 5u fill cannula to determine if cannula and site connection may be occluded. The insulin pump will not be returned for analysis.